Event description:
Patient with no previous or family history of glaucoma had lasik surgery in 2005. Shortly thereafter, the right eye developed increased intraocular pressure, which was at the time attributed to steroid drops, which required emergent surgery for glaucoma with a trabeculectomy. Approximately 2 years later, the left eye (in the absence of any concomitant medications) was found to have increased intraocular pressure, eventually diagnosed as juvenile glaucoma requiring chronic treatment with eye drops. Lasik has not been known to be associated with glaucoma, however, it was felt that this should be reported. Dose or amount: single treatment. Dates of use: 2005. Diagnosis or reason for use: corrective vision surgery.